Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery for distal humerus fractures using va-dhp (variable angle - distal humerus plate) on (B)(6) 2016, k-wire was used for fracture reduction and the medial plate was fixed. The screw was inserted to the distal plate, however the drill bit breakage occurred when drilling the second va hole. The bit was broken right after placing the va drill sleeve and started drilling. As the bit was visible, the surgeon removed it by forceps. Another drill was used to complete the case. Fragments generated but removed right away without additional intervention. Procedure was successfully completed with no surgical delay. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device. Shaft was broken as complained. The measurable dimension of the diameter of the shaft 2.0 0/-0.03 mm is 1.99 mm and therefore shows conformity to the specification. Measured hardness (52 +3/0 hrc) was min. 52.2 and max. 54.3 hrc within specification. No manufacturing related issue could be identified. No indication for material, manufacturing or design related issue was found. A root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: march 10, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.